Event description:
It was reported by a technician at the user facility that a patient had a cardiac episode with 20 minutes left in treatment. The patient was transported to the emergency room and is reported to be doing well. It was reported that patient has a history of cardiac problems. There were no reported machine alarms during tx.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review. We have contacted the initial reporter. This MDR includes all information received to date. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported event. The user facility has not provided additional information at this time. A supplemental report will be submitted upon completion of the investigation. Reference MFR #'s: 1225714-2013-03444, 03445, 1713747-2013-99974, 00530, 8030665-2013-00683, 2937457-2013-00360.